Event description:
Sorin group (B)(4) received a report that the oxygenator was not removing enough co2 during the procedure. Another oxygenator was connected to the circuit to aid in co2 removal and the procedure was completed with no further issues. There was no report of patient injury.

Manufacturer narrative:
The expiration date will be provided in a follow-up report. Sorin group (B)(4) manufactures the apex hp oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Received a report that the oxygenator was not removing enough co2 during the procedure. Another oxygenator was connected to the circuit to aid in co2 removal and the procedure was completed with no further issues. There was no report of patient injury. The oxygenator was returned to sorin group USA for eval. The investigation is ongoing. A follow-up will be filed when the investigation is complete.